Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, and dyspareunia. It was reported that patient underwent urethrolysis with excision of mesh on (B)(6) 2013 due to erosion. It was reported that patient underwent suprapubic biologic mid urethral sling and cystoscopy on (B)(6) 2013.

Manufacturer narrative:
This report is follow-up 01, being resubmitted as follow-up 02 due to stalled acknowledgements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent insertion of transobturator tape (aris) on (B)(6) 2009 due to stress urinary incontinence. It was reported that patient underwent removal of foreign body (synthetic mesh) and cystoscopy on (B)(6) 2009 due to total urinary incontinence. It was reported that patient underwent anchored pubovaginal sling, cystoscopy, and skin biopsy on (B)(6) 2009 due to urinary incontinence, and skin lesion of the left thigh. No additional information was provided. (B)(4).